Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for dna sequencing. Sequencing interrogated specific sequences: gypb gene exons 1-2; exons 4-6 and pseudo-exon 3 and gypa gene exons 1-7 and unspecific sequences: gyp genes exons 2-5 and cloning unspecific sequence gyp genes exons 2-6. The allele genotype found in this sample were gyp*hil, gyp*jl. Both alleles are not interrogated by ID core xt.these alleles are described by isbt as gyp*201.01 associated with s-s+ expression and gyp*202.01 associated with s+s- expression, respectively. ID core xt reported a predicted s+ and s + phenotype, but the serology data from the user is s-. Although isbt reported both alleles, gyp*hil and gyp*jl, associated with s+ and s+ expression, the expression of these antigens may be partial (hybrid gyp alleles) and their detection may depend on the used serology reagent. Since no false positive result is obtained by ID core xt, this is not considered a discrepant result or malfunction. This case report is not associated with a limitation or malfunction of ID core xt assay.

Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for dna sequencing. An investigation is still on going.

Event description:
Site reports discrepancy between ID core xt and serology results. Serology: s (-). ID core xt: s (+).